Manufacturer narrative:
Concomitant product : fr995-27 tissue valve implanted: (B)(6) 2004.

Event description:
It was reported that the left ventricular lead had elevated threshold. The left ventricular capture management feature was reprogrammed to only monitor the pacing threshold instead of adjusting it automatically, and the lead remains in use. The patient was a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.